Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature eri was observed on the device during routine device check. Premature battery depletion is suspected. No further information.